Manufacturer narrative:
Other, other text: the sensor passed visual inspection as no physical damage was observed, however, an open in the cable was found on the sensor. When the sensor was functionally tested. A "check sensor connection" error message was triggered on the lab monitor. Two concomitant sensors were returned and investigated. The sensors passed visual inspection, however, a broken wire at the emitter solder joint assembly was found on the sensors. When the sensor was functionally tested, a "check sensor connection" error message was also triggered on the lab monitor.

Event description:
The customer reported the sensors "lose signal during patient monitoring." There was no patient impact or consequence reported.

Manufacturer narrative:
The product has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. E1: initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6).

Event description:
The customer reported the sensors "lose signal during patient monitoring". There was no patient impact or consequence reported.